Manufacturer narrative:
(B)(4). The cause of the reported condition could not be determined. A CAPA has been initiated to investigate this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that unknown white or reddish brown particles of approximately 0.1mm-0.3mm in size were observed inside the bladder of a small volume intermate. This was noted during filling of the device. There was no patient involvement. No additional information is available. This is report 2 of 2.

Manufacturer narrative:
(B)(4). The device was manufactured january 27, 2014 - january 29, 2014. Evaluation summary: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was received for evaluation. During visual inspection, white particles between 0.30 to 0.40 mm in size were found floating in the solution of the bladder. The white particles were identified to be acrylic material via spectrophotometric analysis. Initial evaluation confirmed the reported condition. Should additional relevant information become available, a supplemental report will be submitted